Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: a review of the alarm history showed a call service 064 alarm and was duplicated. Internal moisture damage was found near the motor flex connector. Due to the moisture the motor did not work. Moisture was also found on the audio bolus button contact, on the motor flex connector, on the transceiver board, and in the battery compartment. The pump files could not be downloaded due to the internal moisture. A leak test was performed and failed due to a leak in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked near the top and above the bumper pad. Additionally, the battery cap was difficult to remove/insert due to the stripped battery cap's threads. A test cap was able to be inserted/removed fluently and was used for all testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.